Event description:
The sizing trial would not engage properly with the cup impactor. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
The results of the eval performed suggest that this event was attributed to misuse.